Manufacturer narrative:
Zoll service evaluated the thermogard xp ivtm system (sn: (B)(6) at the customer site. The reported complaint that the thermogard system displayed mid:09 (air trap assembly) error message was confirmed in the system's event log data but not replicated during functional testing. Inspection revealed traces of saline on the air trap sensor block assembly, likely due to an overflow of saline into the console air trap holder caused by a leaking start-up kit (suk) or user mishandling. Saline infusion into the air trap sensor block caused the sensors to malfunction and triggered mid:09 errors. The customer reported no previous incidents of a leaking suk associated with this thermogard console. The system event log data revealed multiple mid: 09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing without issues or faults. Inspection revealed traces of saline on the air trap sensor block assembly, causing the sensors to malfunction. To remedy the issue, the air trap sensor block assembly was replaced. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number: (B)(6).

Event description:
The thermogard xp ivtm system (sn: (B)(6) displayed a mid: 09 (air trap assembly) error message during the power-on-self-test. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.